Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that customer received a motor error alarm and a compromised forced sensor alarm. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.